Manufacturer narrative:
This report is submitted on january 25, 2018. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration. Date not reported.